Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with an alert for hv lead impedance greater than upper limit. Review of the transmission revealed a single measurement of high impedance back in september. All other electrical values were stable and in range. The patient was asymptomatic. As this was a single high impedance measurement no intervention was performed, the patient would continue to be monitored.